Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6)2011, inratio: 7.5, lab: 3.8. Tests were done within 1 hour.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2011, inratio: 7.5, reference: 3.8, mean: 5.65. The calculated mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Additional investigation is required. Recent test conducted on lot #257067 on (B)(6) 2011 met accuracy and precision criteria. Test results are as follows: donor 117 = 2.1, 2.5, 1.9 inr; donor 118 = 2.4, 2.5, 2.3 inr. At least two out three replicates are within the allowable bias (+/- 1,0) of reference results for donor 117 (2.05 inr) and donor 118 (2.18 inr), respectively. In-house test results have 14.10% and 4.17%, respectively. In-house test results have 14.10% and 4.17%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned. Retain strip testing results met accuracy criteria. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(6) 2011, 10 discrepant result complaints were reported for lot #257067 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.